Event description:
(B)(4).

Manufacturer narrative:
The beak (intact and whole it is: 5mm in length/3mm width) is broken; 3 pieces were returned with the instrument and there is a remnant of the beak still attached. The shaft is bent in an upwards position; there appear to be cracks in the ceramic material. It is possible that the beak was damaged prior to the procedure. The device has been in use for almost 9 yrs. Our IFU directs users to examine instruments before procedure to ensure there is no damage.